Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon burst. Visual evaluation of the device revealed the balloon portion of the device to be torn longitudinally. No damage was noted to the catheter of the device. The complaint that the balloon burst was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure that limited the performance of the balloon. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a procedure for the treatment of a stenosis performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon burst at 4 atm inside the patient. No pieces of the balloon detached inside of the patient. It is unknown how the procedure was completed, however, there were no patient complications as a result of this event and the patient condition at the conclusion of the procedure was reported to be good.